Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece does not build up suction power. Additional information has been requested.

Manufacturer narrative:
The customer reported that the phaco handpiece does not build up aspiration power. There was no reported patient harm. Additional information was requested but not obtained. The phaco handpiece was received and a visual assessment of the returned sample found a dented irrigation port. A flow rate test was performed on the irrigation and aspiration lines of the handpiece. The flow rate through the aspiration line was found to meet manufacturer specifications per product specifications. However, the flow rate through the irrigation line could not be measured accurately as the irrigation tubing could not be fitted to the handpiece without leaking. The handpiece was connected to a calibrated system. The handpiece tuned successfully; however, system message (sm) - infusion pressure drop]displayed when attempting to complete a five minute burn-in with the system set at 100% ultrasonic and torsional power. Testing could not replicate the customer reported event as the handpiece did not exhibit any aspiration issues during testing prior to displaying sm [infusion pressure drop]. It should be known that the system is designed to have a phaco occlusion bell which indicates there is no aspiration flow. The surgeon should recognize the occlusion bell and manually stop to avoid potential injuries. Unrelated to the reported event, testing observed sm infusion pressure drop as a dented irrigation port prevented the irrigation tubing from being connected to the handpiece. How or when the dent occurred remains inconclusive. The phaco handpiece was manufactured on january 6, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).